Event description:
Caller reported a malfunction on pump, identified by malfunction code malf 12. It was noted that there was no adverse impact to customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support initiated actions to send a replacement pump, and customer was instructed on how to put malfunctioning pump into storage mode before returning it, as well as advised on steps to take upon receiving replacement.